Event description:
The customer reported a blank display, which could impact the delivery for therapy. There was no reported negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.